Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were unable to insert the cartridge back to the insulin pump. The customer also reported experiencing high blood glucose. The customer's blood glucose was 480 mg/dl. The customer did not treat for their blood glucose. Customer also reported a bent cannula upon removal of their infusion set. It was also found the customer had a no delivery alarm. The customer was assisted with successfully filling the tubing. The customer's current blood glucose was 501 mg/dl. Customer declined to troubleshoot. The customer will not be returning the insulin pump for analysis.